Event description:
It was reported that insulin was leaking during priming and it happened a month ago, but the customer did not report earlier. The caller also mentioned feeling moisture on the outside of the reservoir and can smell to insulin. The customer was unsure if it was leaking from the top of the reservoir, the transfer guard, or the insulin vial. The customer changed the reservoirs several times due to the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.